Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer's mother had an older wheelchair that had the right side wheel lock not holding and it caused her mother to fall.